Event description:
It was reported that the parameters on the ht70 ventilator were difficult to adjust. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and it was confirmed that the ventilator's touchscreen was out of calibration. It was determined that the liquid crystal display (lcd) assembly needs to be replaced.